Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device exhibited screen bezel separation, confirmed by a user-provided photo, while blood glucose remained managed via cgm and a site change was performed. Symptoms included hyperglycemia with a reported peak of 336 mg/dl and prolonged elevated glucose for approximately three hours, without loss of consciousness, outside assistance, or medical intervention. Outcomes included user-initiated corrective action and continued cgm use, with no hospitalization or long-term impairment. Investigation included customer interview, photo review, and guidance to shut down the device and synchronize data prior to return, with a replacement arranged and standard education on startup for the new device. Investigation of this device revealed a hardware cosmetic and structural separation at the screen bezel consistent with device enclosure/component integrity issues, without associated alarms or functional pump failure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical enclosure separation likely due to component adhesion or housing integrity, unrelated to glucose control once the infusion site was changed.